Event description:
It was reported that the patient presented for an explant procedure. During the procedure while explanting the implantable cardiac monitor, the header of the device ripped off. The device was explanted. The patient was stable.